Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party and returned to the hospital. The corrosion of ae-p1, watterlogging and out shape of pin needle would cause no connection to processor. We informed the hospital that they should always use the waterproof cover during reprocessing. Correction information: g6: follow up #1. H6: coding changed based on the investigation result . Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
When this scope connected to the processor, there was no image, but other scopes had image. The time of event is unknown. There was no report of patient harm.